Manufacturer narrative:
Customer declined ge healthcare service. Customer contact reports no patient information available.

Event description:
The hospital reported a pressure limit error during a case. The unit was rebooted and procedure resumed. There was no patient injury.